Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, reporting and capture are being done conservatively, as the annular rupture could have been caused by the bav or the valve placement. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), 23mm sapien 3 case by ta approach. There were difficulties with the guidewire due to the mitral cordaes. The wire needed to be re-positioned. The valve was implanted but the patient died. Per medical opinion, the cause was considered to be an annulus rupture, perhaps caused during the bav.

Manufacturer narrative:
Update to clarify access type and annulus size.

Event description:
As reported by our affiliates in (B)(4), 23mm sapien 3 case by transfemoral approach. There were difficulties with the guidewire due to the mitral cordaes. The wire needed to be re-positioned. The valve was implanted but the patient died. Per medical opinion, the cause was considered to be an annulus rupture, perhaps caused during the bav. No autopsy will be performed. The native annulus mean diameter measured 20.9 mm2, and calcification was grade I - non coronary leaflet.